Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
H2: see a1, b5, h6 (patient code).

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspected the pump and found no damaged opt cracked; however, when the pump was turn on, the pump displayed red screen. The customer state problem was verified. The investigation reinstalled the pump software level to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited red screen when plugged into the computer. No reported adverse effects.